Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient was unable to set ipg to MRI mode. Diagnostics revealed high impedances were found on the lead. As a result, the lead was replaced. Therapy has been restored.